Event description:
It was reported that during an unk procedure, the 4-40 stud was broken. No pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was confirmed to have a 4-40 stud broken. No testing could be performed due to the returned condition. The eval revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. However, we were unable to determine the actual cause for the reported issue. The batch record was reviewed and no anomalies were noted during the mfg process.